Manufacturer narrative:
(B)(4). Eval: results: (no conclusion can be drawn based on the info provided, device/cine images not available).

Event description:
An attempt was made to deploy a 2.75 mm diameter x 12 mm length micro-driver rapid exchange stent into a pt in the left anterior descending artery following pre-dilatation. Angiogram confirmed that the stent was successfully deployed. An embolic protection device was advanced to the target lesion and two other stents were also successfully deployed. Once successful deployment had been verified for these two stents, the physician removed the embolic protection device. The angiogram was repeated and at this point, the physician noted that the micro-driver (rx) stent appeared to be damaged. It is reported that the stent appeared to be stretched/fractured. The physician then tried to pass a guidewire and a balloon through the stent, but experienced resistance. He changed to a different balloon and the stent was successfully post-dilated and another stent was deployed within the initial stent. There was no harm caused to the pt during the procedure and no other clinical sequelae were reported.